Event description:
Medtronic strat ii valve, small catalog number 42856 lot number c70423 implanted at (B)(6) hosp. Lab eval (B)(4) at medtronic concluded it is unk what may have caused low magnetic strength of the rotor and thus malfunction of this valve requiring the pt to undergo a repeat procedure with a new valve 2 weeks later. The rotor of the adjustment mechanism did not meet the requirements for magnetic strength and medtronic does not know why. (B)(6), quality and ra. Medtronic neurosurgery has replaced one catalog number 42856 against (B)(4).